Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter without the distal portion of the hypotube shaft. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 75.5cm from the hub. The fracture face was oval as if kinked prior to separation. There were numerous hypotube kinks. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed from the patients body.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 1.20mmx8mm emerge¿ push balloon catheter was advanced to the lesion; however, the balloon shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.